Event description:
It was reported the customer was having connection problems with the senor and the insulin pump. Customer's blood glucose was 317 mg/dl. The sensor was inserted and the following day it was alarming lost sensor. Troubleshooting was performed. Lost sensor alarm occurred during initiation period. Customer removed the sensor and the cannula was missing. Customer's mother was advised to change the sensor. No further information reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors. Failed to confirm the communication icon was displayed and the transmitter was not flashing while connected to the sensor. The sensor was found broken. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.